Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that no drips were seen out of the end of the infusion set tubing or the luer lock connection. The customer was able to load a new cartridge and infusion set successfully. The customer declined to test their blood glucose level.